Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported insulin flow blocked alarm after insertion and was offered replacement for infusion set or reservoir. Two cannula sets were also bent and blood glucose level of patient was 400 mg/dl. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available